Event description:
The patient underwent a pph hemorrhoidectomy procedure in 2004. It further states that the rectum was stapled shut and that the surgeon claims this was a result of a malfunction and/or misfiring to the staple gun. An unscheduled hysterectomy was performed to enable the doctor to visualize the problems and how to repair same. Additional procedure performed. There was no further consequence to the pt.